Manufacturer narrative:
Taper ii. (B)(4). Allergan has rec'd the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has rec'd the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported: the surgeon "had to revise an access port I" and said that "just before the connector, the tubing was cracking from where it rubbed on scar tissue and had thinned in that area; a long break appears in the tube." The problem was first observed during an adjustment appointment when the explanting doctor discovered no restriction. Port revision surgery was performed. The port has been returned.